Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024 it was reported that patient faced 7 infusion sets cannula kinked event within 3 hours of insertion. The site where infusion set was inserted was abdomen. Blood glucose at the time of event was 15.6 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. Patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.